Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old (B)(6) male patient had impella 5.0 pump inserted in the right axillary for heart failure. During pump support the patient experienced a hemorrhage at the right subclavian artery placement site. The patient was administered 20 units of red blood cells and 6 units of fresh frozen plasma. Additionally, hemostasis was applied, and the hematoma was surgically removed.